Event description:
A facility reported that the metzenbaum scs 7 cvd matte (99262) broke inside the patient during the case. The scissor broke at the joining screw. X-rays were taken of patient to make sure the screw did not fall into the patient. It is unknown if there is patient injury or surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.